Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that no atrial lead was implanted on this patient due to chronic atrial fibrillation however a lead integrity alert was triggered for high atrial lead impedances. The clinic turned off the atrial lead monitoring function to resolve this. The device is still in use. No patient complications were reported as a result of this event.